Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked case, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot was also noted.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 210mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.